Event description:
Per hospital staff, the screw to get access to adjust the beat rate is stripped and was unable to be removed prior to setting patient's current rate. The device problem was found during the mandatory system check prior to placement on a patient.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of external components found that the screw on the heart rate control cover was stripped. Visual inspection of internal components found no abnormalities. Freedom driver passed all functional testing for acceptance at incoming inspection. The stripped screw was able to be removed and the beat rate adjusted on site. The customer complaint was not replicated, however, the tools available to investigators vary slightly from those provided to hospital staff. Failure investigation for this complaint confirmed the reported issue. The customer complaint was not replicated; the root cause of the reported inability to change the beat rate was determined to be the stripped screw and the inability to remove the screw with tools provided to user. Root cause of the original damage to the screw was unable to be determined. Failure investigation identified no other test failures or damage that could have contributed to the reported event. This issue was identified prior to device placement on a patient. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, the screw to get access to adjust the beat rate is stripped and was unable to be removed prior to setting patient's current rate. The device problem was found during the mandatory system check prior to placement on a patient.